Manufacturer narrative:
(B)(4). The device was serviced on-site at the customer facility. During visual inspection, the device did not present any physical damage. The reported condition of damaged display was not confirmed. The alarm log did not find an associated alarm for the reported condition. If additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. As the reported condition could not be confirmed, no cause could be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a flogard pump had display damaged. There was no patient involvement. Additional information is not expected.